Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, the customer had unspecified "general issues" with the pump. There was no reported impact to blood glucose. No additional information was provided by the customer.